Event description:
On (B)(6) 2010, a spectra penile prosthesis was implanted. On (B)(6) 2011, the left cylinder component was removed and replaced due to distal skin erosion. The right cylinder component remains implanted.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be evaluated and a follow-up report will be sent.